Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 06/19/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 06/05/2015 with the following findings:the battery compartment was observed to be cracked in the thread area and below the grip pad: the reported issue was confirmed. Unrelated to the reported issue, the pump case was observed to be damaged near the lower right corner of the display.